Event description:
It was reported that when using the bd pyxis¿ medbank tower aux, the drawer does not open to issue item. The customer reported that the malfunction occurred while dispensing medication to the patient. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of this incident, the technical support specialist (tss) confirmed that customer resolved the issue and no further investigation required for this device. The system functioned as intended after the customer resolved the issue.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medbank tower station drawer failed to open. The customer reported that the malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.